Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 250 mg/dl. Customer stated that she had trouble filling the reservoir from the insulin vial. Customer was assisted through the steps and she was able to get it work and now she is filling the reservoir. Customer stated that the other 2 reservoirs were not working. Customer will return the faulty product and will send replacement reservoir.